Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-12 h6: investigation summary bd received 2 samples for investigation. The samples were evaluated for the presence of anti-coagulant (heparin) and the indicated failure mode for clotting with the incident lot was not observed as all product specification were met. Additionally, 3 retention samples from bd inventory were evaluated for heparin presence and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h10.

Event description:
It was reported that clotting was found inside the bd preset¿ eclipse¿ during use. There is no report of patient impact. The following information was provided by the initial reporter: blood clot inside the syringe.

Manufacturer narrative:
The following field was updated due to corrected information: g.4. Date received by manufacturer: 01/13/2021.

Event description:
It was reported that clotting was found inside the bd preset¿ eclipse¿ during use. There is no report of patient impact. The following information was provided by the initial reporter: blood clot inside the syringe.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that clotting was found inside the bd preset¿ eclipse¿ during use. There is no report of patient impact. The following information was provided by the initial reporter: blood clot inside the syringe.